Manufacturer narrative:
B3: date of event and d5: operator of device are unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device pressure gauge was not working. There was no patient involvement and no patient harm adverse event reported.

Manufacturer narrative:
D9: date returned to mfg.: 2/15/2024. H3 and h6. Evaluation codes: updated. One device was received for evaluation. The complaint was verified during testing. The cause was the manometer gauge was faulty. Replaced the manometer gauge to fix the problem. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.